Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: edge of cutting blade is broken off while cutting a plate during a procedure on an unknown date. No additional information is available this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Device is not distributed in the united states, but is similar to a device marketed in the USA. The manufacturing documents were reviewed and no discrepancies to the specifications were found. The investigation of the returned instrument has shown, that both cutting edges are indeed badly damaged and partly broken off. A CAPA has been initiated. Instrument was forwarded for repair. Note that there were no spare parts available for this repair (at this moment).